Manufacturer narrative:
The device is expected to return to quest medical for evaluation. A follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an issue encountered during use of the console. The report states that the console malfunctioned after cross clamp. The console was replaced and the case was completed without any further issues. There were no patient complications resulting from the incident.

Manufacturer narrative:
The console was evaluated and the reported complaint could not be duplicated. The device passed all operational verification tests.